Event description:
Pt underwent lap cholecystectomy and laparoscopic lysis of adhesions on (B)(6) 2013. During surgery, the tech noticed a crack in the insufflation tubing. The tubing was removed from the sterile field and a new tubing was placed on the sterile filed. No injury to pt.